Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that the tubing was leaking and lipids were poking out under the blue part.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the lipid tubing was leaking at the pump segment, and returned one used sample of material 10010453, lot 23085520. Upon initial visual examination, the set verified the failure after a water by gravity infusion and was leaking from a pinhole in the upper fitment of the silicon segment. The root cause for the pinhole in the silicon was unable to be traced to the manufacturing process. The reported issue may be associated with clinical practice, and a member of our clinical team has reached out. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.